Event description:
It was reported to philips the device displayed a device error service required message. Philips was later informed the device was also showing a red x in the rfu indicator. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device displayed a device error service required message. There was no patient involvement.